Event description:
The customer reported that following a diagnostic catherization procedure in 2003 a vasodeal es was deployed. The pt later presented with a possible infection of the groin site. The puncture area was not tender to palpation, nor was it red or inflamed. The pt was afevrile. The physician stated that he had palpated the groin and expressed tan colord drainage. The site was cultured and sent to the lab along with urine analysis, culture and sensitivity, and blood cultures. The pt was stared on intravenous antibiotics. The results of the cultures revealed gram positive cocci, staph aureus, beta hemolytic strep groupb, diphterolds, and klebsiella pneumoniae. It was reported that the pt had a urinary tract infection.